Manufacturer narrative:
The reported event of unable to advance a stylet was confirmed. A stylet insertion test found unable to insert beyond the connector region due to inner coil was clogged dried blood. The cause of the reported event was due to the inner coil being clogged with blood.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the stylet could not be advanced into the lead. The lead was not implanted. The patient was stable.